Event description:
It was reported that during the intubation procedure, it was noticed that the patient's saturation remained unstable. The cuff was checked and a leakage was noted. No patient harm was reported.